Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing number: 3005334138-2018-00080. During a premature ventricular contraction ablation procedure, a cardiac perforation occurred. After mapping the left ventricle, the ablation catheter and the agilis sheath were introduced into the left ventricle without the use of x-ray. While creating the geometry of the left ventricle, only the lateral part of the ventricle was able to be reached. An ultrasound was performed and revealed the ablation catheter and the sheath were in the pericardium, for which a pericardiocentesis and surgical intervention were performed to stabilize the patient. There were no performance issues with any abbott device.